Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. During troubleshooting, pump communication with the transmitter resumed. Customer's blood glucose (bg) lowered and customer consumed juice to address low bg. Customer began to sweat and lost consciousness. No additional information regarding the low bg was provided. Pump and transmitter out of range issue reoccurred. Customer reset pump and changed the sensor/transmitter to resolve the issue. Customer wore the pump under their undergarment and the transmitter was on the stomach. It was recommended that the customer try moving the pump to a different location as the undergarment may be causing some interference; however, the customer declined to move the pump. Reportedly, customer resumed pump therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ device not returned.